Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached, some of them were moved. A band was returned which was already detached from the ligator housing. The handle slot had marks of insertion of the trip wire. The trip wire was broken, possibly it was cut off to remove the device. The suture thread was in good condition. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing were moved, and one band was detached. These suggest the inability of the device to deploy the bands. Based on the information available that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." It is possible that it had slipped inaccurately at the time to perform the deployment. The suture tension may not have been correct, moving the bands from their place causing the detachment. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, after the endoscope was advanced successfully, it was noticed that the first band could be deployed, but the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (Initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, after the endoscope was advanced successfully, it was noticed that the first band could be deployed, but the second band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.